Event description:
The patient reported that he is having increased seizures and the vns battery is low. He noted he is having increased life stressors as well. He can still feel stimulation. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The patient's generator was replaced. The explanted generator was likely discarded per hospital policy. No further relevant information has been received to date.